Manufacturer narrative:
(B)(4). This complaint is for a report of a use error where the patient reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
While troubleshooting for an unknown alarm, a technical service representative (tsr) discovered that a home patient (hp) had turned the homechoice (hc) off in an attempt to clear the alarm, turned the machine back on, and primed the setup reusing the same supplies. The hp was connected throughout the event. The tsr advised the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.